Manufacturer narrative:
(B)(4). The reporter's full name and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. During the pre-repair diagnostics assessment, it was determined that the control unit was not functioning and was defective. It was further determined that the motor and control were defective. It was further determined that the device failed for check the attachment coupling, check the off/osc/on switch mode function, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri/sbd and colibri ii/sbdii, check the function with epd- console and for check power with test bench. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the back button did not work on the small battery drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.